Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" IV tubing disconnected and leaked chemo. The following information was provided by the initial reporter: material no: unknown batch no: unknown. ¿ it was reported that patient stated he accidentally dropped his fanny pack on the floor, chemo line got ripped off and it was leaking all over inside the fanny bag. ¿ verbatim: patient showed up earlier than pump d/c appt time report chemo leaking at home this morning at 9 am. Patient stated he accidentally dropped his fanny pack on the floor, chemo line got ripped off and it was leaking all over inside the fanny bag. Patient utilized chemo spill kit to clean up and store all chemo contaminated materials and brought everything here to us in yellow hazardous bag. Pt clamped off chemo line on his ends. Pt went for radiation today at 11 am. Time of incident and to disconnect time, pt lost 2 hours of chemo before pump d/c. Dr. Called notified of incident and ok per dr. To discontinue now and no need to reconnect chemo, this is patient's last day. Line flushed per protocol with good blood return. Pac site intact and dry. All chemo material disposed appropriately in black box. Per bd nurse (B)(6): fanny pack ripped chemo line off.

Manufacturer narrative:
Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that unspecified bd¿ IV tubing disconnected and leaked chemo. The following information was provided by the initial reporter: material no: unknown batch no: unknown   it was reported that patient stated he accidentally dropped his fanny pack on the floor, chemo line got ripped off and it was leaking all over inside the fanny bag.   Verbatim: patient showed up earlier than pump d/c appt time report chemo leaking at home this morning at 9 am. Patient stated he accidentally dropped his fanny pack on the floor, chemo line got ripped off and it was leaking all over inside the fanny bag. Patient utilized chemo spill kit to clean up and store all chemo contaminated materials and brought everything here to us in yellow hazardous bag. Pt clamped off chemo line on his ends. Pt went for radiation today at 11 am. Time of incident and to disconnect time, pt lost 2 hours of chemo before pump d/c. Dr. Called notified of incident and ok per dr. To discontinue now and no need to reconnect chemo, this is patient's last day. Line flushed per protocol with good blood return. Pac site intact and dry. All chemo material disposed appropriately in black box..